Event description:
It was reported that following a smooth and successful pulsed field ablation (pfa) procedure with a farawave catheter, the physician was doing a post-procedure effusion sweep, when they noted a small effusion. There were no significant changes to the patient's vital signs. Another transesophageal echocardiogram (tee) was performed, and the pre- and post-procedure tee images were compared to confirm that the effusion had not been there before. Another tee was performed 15 minutes later, and the effusion was unchanged. The patient was taken to the post anesthesia care unit (pacu) with their arterial line still in place to monitor their blood pressure (bp). They had another echocardiogram performed 1-2 hours later, which also showed the effusion had not grown in size. The physician then had the patient transferred to a cardiac universal bed (cub) where they remained for further observation. They are expected to fully recover. The device was disposed of and therefore will not return for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc, and the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. H6 device code updated from a24 adverse event without identified device or use problem to a2304 off-label use.

Manufacturer narrative:
Detailed product information was not provided to bsc, and the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a smooth and successful pulsed field ablation (pfa) procedure with a farawave catheter, the physician was doing a post-procedure effusion sweep, when they noted a small effusion. There were no significant changes to the patient's vital signs. Another transesophageal echocardiogram (tee) was performed, and the pre- and post-procedure tee images were compared to confirm that the effusion had not been there before. Another tee was performed 15 minutes later, and the effusion was unchanged. The patient was taken to the post anesthesia care unit (pacu) with their arterial line still in place to monitor their blood pressure (bp). They had another echocardiogram performed 1-2 hours later, which also showed the effusion had not grown in size. The physician then had the patient transferred to a cardiac universal bed (cub) where they remained for further observation. They are expected to fully recover. The device was disposed of and therefore will not return for analysis.